Manufacturer narrative:
Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 05-apr-2013, UDI#: (B)(4); product ID: 7482a51, serial/lot #: (B)(4), ubd: 09-jun-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reporting impedance was low on contacts 1,2. The right generator had reached 2.55 elective replacement indicator (eri) and the left generator was at 2.77v. The patient was scheduled for replacement on dec-15 with surgical plan to investigate the impedance issue. An x-ray was completed after initial complaint. There was no obvious sign of lead/extension fracture on the x-ray. At replacement surgery, impedance did not clear with replacement generator. The surgeon suspected it was the extension wire, saw what appeared to be black residue in the extension wire, and replaced the extension. Impedance was high (10.2 k and higher values on all combinations). Connections were checked and the cranial lead had fractured and appeared loose (slid out of the incision). The surgeon was extremely careful during operation to be sure not to damage the lead and this still occurred. Partial explant is part of fractured lead still connected to the extension wire. The patient will have the fractured cranial lead explanted and reimplanted with a new cranial lead to connect with the patient's new extension and generator on the right side to have a complete new system. The fractured cranial lead remains implanted. The new extension and generator are not connected to any lead. All explanted products will be returned. The issue has not been resolved. Refer to manufacturer report #3004209178-2020-21548 for related device.